Event description:
It was reported that the implant the patient received in 2006 was explanted due to infection. The patient was re-implanted in (B)(6) 2007. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v009281, implanted: (B)(6) 2006, explanted: unk; programmer model 3037, serial# (B)(4).